Event description:
Rotaglide revision due to aseptic loosening, instability due to polmer wear and osteolysis.

Manufacturer narrative:
(B)(4). Patient notes, complete device details, explant, x-rays to be requested so incident can be investigated.